Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [emergency room visit/hospitalization] and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the emergency room for high blood glucose (bg) levels, nausea, and throwing up. Patient was experiencing high bg levels and it happened in (B)(6) 2017 but does not have the exact date. At 8 pm the patient was at 230 mg/dl and administered a bolus, at 11 pm patient was around 320 mg/dl and administered another bolus and went to sleep, at 7 am patient exceeded 400 mg/dl and so a new pod was applied around 8 am. Patient thinks there was ketones. The pod was worn between 4 and 24 hours on the infusion site (arm). Patient's treatment included a pill for the nausea and doctor took patient¿s blood sugar to verify that the patient¿s blood sugar was coming down. The patient was given zofran and tested the patient 3 times to verify that the new pod was working. Patient discarded the pod so device is not available for return.